Event description:
The consumer reported her boyfriend used the prod for an unspecified amount of time on the side of his thigh. When the patch was removed, the consumer described blisters in the area worn which took two mos to fully heal. It is unk if the consumer sought medical attn at the time of the incident.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot # was not provided from the rptr to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse hlth consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse hlth consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.